Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter is confirmed and was determined to be use-related. One 5 fr t/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the device. The catheter was returned with a disassembled secur-a-cath device. Compression damage was observed along the catheter shaft just distal of the molded suture wing to the 2 cm depth marker. A longitudinal split was observed between the 0 cm and 1 cm depth markers. A functional test of attempting to infuse water into each of the lumens using a 12 ml syringe revealed the white lumen to leak while the red and gray lumens were patent to infusion. A microscopic observation of longitudinal split revealed sharp fracture edges and a granular fracture surface. The split was observed to extend longer on the outside surface of the catheter shaft than on the inside surface of the catheter shaft. Use of compression stylet securement devices is likely to have contributed to the failure of the device. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the assessment of PICC line found that one of the lines on a three lumen PICC was leaking around the securement device. Flushed all three line, 2 lines worked great. White line was found to be leaking. Once line was pulled. Evaluated the line more in detail and found a split down the side of the PICC where the securement device, split was about 1 cm. There was not patient injury.